Event description:
The customer reported the machine removed too much fluid during treatment. The pt's treatment was scheduled for 3.5 hrs. The pt's pre treatment weight was 74.8 kgs. The target loss programmed into the phoenix hemodialysis machine was 4.2 kgs, which included 200 cc normal saline to be given during rinseback. At 1 hour and 40 minutes into the pt's treatment the pt complained of cramping in the left leg. The staff gave the pt 300 cc of normal saline and decreased the target loss on the phoenix to 3.8 kgs. The pt completed the 3.5 hours of treatment. The pt's post treatment weight was 70.2 kgs, which was a weight loss of 4.6 kgs. The phoenix hemodialysis machine recorded a fluid removal of 3.78 kgs. When calculating the normal saline given during the treatment there was a calculated error of 1.52 kgs.